Event description:
It was reported that customer was hospitalized due to insulin pump alarmed button error. Customer's blood glucose was 910 mg/dl. She reported that was 911 call last (B)(6) 2015 due to her blood glucose of 910 mg/dl. Customer stated that she had diabetic ketoacidosis and she was wearing the insulin pump at the time of 911 call. Troubleshooting was done. Customer was treated with manual injection but was hospitalized with blood glucose of 910 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.